Event description:
During index procedure, the patient had three endeavor sprint drug eluting stents implanted to the rca. An angiographic complication of dissection occurred during index procedure. The event was not assessed for relatedness with the study device.

Manufacturer narrative:
(B)(4).